Event description:
Customer called to report that his sensor readings were inaccurate and he was treating by the sensor. Customer stated that his blood glucose dropped to 20 mg/dl, his wife called the paramedics and he was hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-92168.